Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7111283. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 545164.

Event description:
It was reported that the patients lead had migrated. It was noted also that patient experience pain at the pocket area. The patient underwent an explant procedure where both leads and ipg was removed. The explanted device will not be return as it was not released by the facility.